Event description:
A caller reported that the quick bolus/wake button on their pump was difficult to press and required multiple attempts to turn on the screen. There was no adverse impact on the customer's blood glucose level, as values did not exceed critical thresholds. Technical support instructed the caller on a temporary method to manage the device and decided to replace the pump. Meanwhile, the customer was advised to use multiple daily injections as a backup therapy to maintain insulin delivery. The caller was also directed to put the pump into storage mode before returning it with a pre-paid label, as part of the resolution process.